Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the phenomena identified in b5, the evaluation also found that the image was interrupted due to a failure of a circuit board and disconnection in the printed circuit board, deposit on the video connector socket, a cracked front panel, deposits and corrosion on the chassis, the wrong time was displayed due to a weak battery, and wear and tear damage due to mishandled use over time, a software update was required, the socket was worn and dirty, and the frame was dirty and corroded. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the video system center did not produce an image. The issue was found during preparation for use of an unknown procedure. There were no reports of delays or patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   The evaluation found that the allegation of no image was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that "image is interrupted" occurred due to failure of circuit board and printed circuit board. In addition, since phenomenon "no image" was not confirmed, cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that when connecting a 180 series endoscope, the image always stays black; however, with another 190 series processor, the endoscopes worked fine.